Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 200 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states insulin pump had insulin flow block alarm. Customer states drive support cap appears to be normal. Customer states insulin pump had more than once motor error within 30 days. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.